Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: two samples were received for evaluation. A visual inspection of the first sample (with the naked eye) observed a broken occluder foot. Functional and torque tests could not be performed due to the condition of the sample. As a result, it was determined the issue of unable to close the twist clamp was due to the broken occluder foot and the reported condition was verified. The cause of the condition could not be determined, however, potential causes include if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set materials or over torquing of the twist sleeve during use. A visual inspection by the naked eye of the second sample did not reveal any issues. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Torque engagement testing was performed and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on one (1) minicap extended life pd transfer sets could not close. This was described as the patient ¿could not close at all and it was extremely difficult¿. This was observed right after the nurse had made a transfer set change on the patient prior to use of the device for peritoneal dialysis (pd) therapy. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.